Manufacturer narrative:
Date of death: unk. Date of event: unk. Unk as the upn and batch numbers were not disclosed. If implanted, give date: unk. Device code: other for no allegation of product malfunction or non conformance contributing to the reported event.

Event description:
The pt was being treated for a carotid t-occlusion, a condition known to respond poorly to recanalization and often has a poor prognosis. Following angioplasty, a stent was successfully placed in the m1-m2 segment of the middle cerebral artery. The blood flow to the dependant brain parenchyma was reduced resulting in early reocclusion. The pt died two days later, due to increasing brain edema. No further info was provided.